Manufacturer narrative:
Manufacturing review: the device lot number was not provided; therefore, the device history records were not reviewed. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: based on the images provided, a detached filter arm of a bard g2 filter can be confirmed. Based on the images provided, removal of the filter or detached arm cannot be confirmed. Based on the images provided, the detached filter arm was located just inferior to the hemidiaphragm and next to the lumbar spine. Conclusion: the device was not returned for evaluation. Medical records were not provided. Images were provided and reviewed. Based on the provided images, the investigation was confirmed for a detached filter limb. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately seven years post deployment of a vena cava filter, an image and a CT scan allegedly demonstrated a filter with a detached limb. There was no reported patient injury.

Manufacturer narrative:
No device or no medical records were provided to the manufacturer. An image was provided and is currently under review. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately seven years post deployment of a vena cava filter, an image and a CT scan allegedly demonstrated a filter with a detached limb. There was no reported patient injury.